Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "pump (B)(4) ran its bolus function without the bolus button being pressed ." Device operator was a senior building services coordinator. Medication infused was unknown. Patient involvement was unknown.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: each key on the keypad was pressed and they all were fully functional. During a 20 ml infusion the bolus button was pressed, and the pump delivered a bolus with no issue. At no point during the infusion did the pump deliver a bolus without the bolus button being pressed. The reported issue is not confirmed. The pump meets passing criteria.